Event description:
The user facility called customer support and reported that the automated impella controller (aic) experienced a controller failure alarm. During the customer support call the alarm resolved and the placement signal returned. Customer support advised the customer to look for a backup console in case the alarm returned, there was no further information indicating additional issues. There was no report of patient harm or injury.

Manufacturer narrative:
Clinical review: clinical staff reported that ic5691 issued a controller error and had a ¿transient¿ loss of the optical placement signal. This complaint was not related to a clinical procedure, and there were no adverse events related to this product malfunction. After reviewing the imc logs from the impella connect servers, the customer was advised not to send the console back for further investigation since this is an intermittent pattern failure with a low risk of reoccurrence. Data analysis: the controller error (crc error ¿ event set #1045) was confirmed in the imc logs (see attached). The cause of the placement signal issue (opm signals went invalid) was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.